Event description:
Related manufacturer reference number:2017865-2022-02333. It was reported that the right atrial and right ventricular leads were fractured. Both leads were explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of lead fracture was not confirmed. A complete lead was returned in one piece visual and x-ray inspection of the lead did not find any conductor fractures. Electrical testing that was performed did not find any indication of conductor fractures. As received the helix was retracted and clogged with blood. After cleaning, the blood off from the helix and applying torque directly to the inner coil, the helix could be extended and retracted meeting device specifications. Additional findings were observed. Signs of compression and a breach in the lead body insulation was noted at the middle region of lead consistent with clavicle crush forces.